Manufacturer narrative:
The device was received with no evidence of pt contact. Visual inspection of the returned device revealed the shuttle was engaged to the handle in manufactured position. The balloon from the returned device was inflated with fluid to determine if there was any presence of leak in the balloon or any part of the catheter; no leak was observed. The balloon was verified I na go/no go gauge to be within the 5.75 - 6.15 spec. The review of the lhr (lot f1331603) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the reported event could not be confirmed and the root cause could not be conclusively determined. There is no evidence to suggest that the mynxgrip device did not meet spec or perform as intended per instructions for use (IFU).

Event description:
The following info was reported by aci sales rep: balloon loss of pressure during prep.